Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: a giant arteriovenous fistula was treated. After the headway was positioned and part of the malformed artery was embolized, a coil was then introduced into the vein. After a portion of the coil was advanced out of the microcatheter, it could no longer be advanced. Upon withdrawal, it was noted that the coil had already detached. The microcatheter was removed, with the proximal end of the coil remaining outside the body, and the coil was then slowly withdrawn. The procedure was planned as a staged procedure, and further treatment will be performed at the next session and no injury to the patient.